Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes section d10. Returned to manufacturer on: 01/25/2021 section h3. Device returned to manufacturer? Yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut (but not separated), which is consistent with a lens that was handled during removal and replacement. Haptic damaged (bent) was observed before and after cleaning the lens. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed, however this can be attributed to handling during insertion and cannot be confirmed to be related to manufacturing. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Implant date: not applicable, the lens was inserted and exchanged. Explant date: not applicable, the lens was inserted and exchanged. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the intraocular lens (iol) was inserted into a female's patient's left eye. The iol had a bent/broken haptic. The iol was exchanged requiring incision enlargement. Current patient status is good. No further information was provided.